Manufacturer narrative:
Likely allergic reaction to the hema in the desensitizer.

Event description:
Dentist called in and said that a patient began getting a swelling of their lips after a week of whitening. The patient continued to whiten for a couple more nights and the swelling increased. The patient contacted her dentist and was told to stop all whitening. Informed the office the patient should stop all whitening until the swelling goes down. Any future whitening should not include the desensitizer and to not use the desensitzer indefinitely due to a possible allergy. Followed up with dentist two days later, patient's symptoms completely subsided in one week. Any future whitening will be done without desensitizer.